Event description:
Medtronic received a report that a pipeline and marksman catheter encountered resistance. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm located in the left internal carotid artery with a max diameter of 25 mm and a 12 mm neck diameter. Landing zone: distal: 4.7 mm and proximal: 4.9 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was normal. It was reported that while introducing the pipeline 5-35 mm it become stuck inside the marksman catheter and failed to be pushed or pulled. Another 2 pipelines were used through an xt 27 excelsior catheter. It was reported the pipeline was stuck (locked up) in the middle of the catheter. The pipeline became stuck during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue, but it was not resolved. The catheter was damaged with the stent stuck inside it. There was no pushwire damage observed. The pipeline was notused as for an indication that is not approved. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.